Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown. The event date for one of the four devices was (B)(6) 2016 but it is unknown if this device was broken on the same date. Device is an instrument and is not implanted/explanted. A device history record review, manufacturing and product development investigations were performed for the subject device (1.3mm curvilinear distractor straight, part number 04.500.218, lot number 9425496). The subject device was received in the following condition: distraction was received in the closed position; the hex drive on the worm assembly is broken; the worm assembly is blocked and is no longer parallel to the housing; and the plates are able to move but the distractors are not able to be opened. The device was received broken in two pieces with the device showing signs of normal wear on exposed surfaces of worm. The device exhibited catching in spots on the track when activated which could be alleviated by moving the worm slightly. After disassembly, microscopic examination revealed damage to the lagging edge of the thread of the worm and corresponding damage to the teeth of the track along which the worm rides. The failure mode appears to be that the worm bound during activation, leading to the determination of too high torque for use. Binding of the worm on the track is evidenced by the lagging edge of the thread of the worm being folded over, and there is corresponding gouging out of material on the track in the area between the teeth of the worm. It is unknown what caused the binding. The part was designed to translate along the track without significant damage to the thread of the worm or the track. Tolerance stacks show that binding should not occur during this translation. A manufacturing investigation was performed to evaluate the dimensions of the worm, the dimensions of the housing, the dimensions of the track including the teeth, and confirmation of the material of the track and worm. The manufacturing investigation revealed that there were no manufacturing-related issues identified that would have contributed to the complaint condition and that user error led to the damage of the device. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. During the investigations no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during routine testing, the mandible distractors were not distracting in reverse and then while distracting it too fast and with high torque, one distractor broke. There was no patient involvement or surgical involvement. It was later reported that only one of the devices (see report 1 of 4 for (B)(4)) was broken and not functioning correctly. It was reported that the other three devices were working fine. No complaint was alleged against the other three devices. Additional information was obtained during the investigation of returned devices on april 8, 2016. Upon investigation, it was discovered that the other three devices were also broken and not functioning correctly. Reportability for these devices was re-reviewed and determined to be reportable for product malfunction. This report is 2 of 4 for (B)(4).